Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the spacer was found broken when it was attached to the inserter during surgery. The item was discarded and replaced with an alternative spacer. There was no patient injury associated with this event.